Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the seat uphlostery is tearing away from the seat frame on the right side of the chair.